Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced pneumonia, acute respiratory failure, hypoxia, hemoptysis, and shortness of breath. Three days after a pulse field ablation (pfa) procedure using a farawave catheter the patient was admitted to the hospital for acute respiratory failure with hypoxia due to pneumonia. Other patient symptoms included shortness of breath and one episode of hemoptysis. It is unknown if any medical interventions were required to treat the patient. The current condition of the patient is unknown. It is unknown if the device will be returned for analysis.